Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, decreased sensing and loss of capture were noted on the right ventricular (rv) lead. Diagnostic imaging confirmed that the rv lead was dislodged. The lead was repositioned and the patient's condition was stable following the procedure.